Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for distal proximal phalanx fracture with two headless compression screw 1.5 in question. After the fracture was reduced and temporarily fixed with k-wire, it was fixed with two 1.5 mm hcs from the distal articular surface (ip joint). The first screw was drilled using 1.1 mm drill bit and inserted. While moderate pressure was applied, the driver was replaced, and the head part of the screw was buried in the bone. Appropriate pressure was applied to the second screw as well, and the screw was inserted after replacing the driver. It was confirmed by palpation that the head part was buried, but it was not completely buried, so the screwdriver in question was used to try to bury it again because of the joint surface. It was hard and good bone quality, but the head part was not completely buried even though and the head part of the screw was reinserted carefully with axial pressure. Therefore, an attempt was made to remove the screw once, but the tip of the screwdriver was twisted and damaged, making it impossible to remove. Some troubleshooting was attempted. The screw could not be removed by j&j rescue set owned by the hospital. With needle-nose pliers, etc., the head was not protruding enough to be grasped with pliers, so it could not be removed. In the end, at the discretion of the surgeon, the front bone was scraped with a 1.0mmk wire, grasped with a needle holder, and finally removed. The two removed screws had damaged heads. Newly selected 19mm and 15mm screws and performed the procedure. The first screw at the front was drilled using the optional 1.8 mm drill bit for the head piece, and the second screw was inserted using the t4 driver shaft which in the hospital-owned va-hand instrument to complete fixation. The surgery was completed successfully with 2hr surgical delay. The surgeon pointed out that the screwdriver twisted because the tip of the screwdriver was thin and weak. He also commented that it is difficult for the user to judge whether the force is greater than the strength of the screwdriver when it is necessary to apply torque when inserting the screw. This report is for one (1) hcs ø1.5 self-drill l20/6 tan this is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g1: manufacture site updated. H4: manufacture date updated. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hcs ø1.5 self-drill l20/6 tan was heavily deformed from the head and bent from the shaft, most likely due to extraction process. The hcs 1.5 surgical technique guide was reviewed. Following relevant statements were found. Warnings: carefully tighten the screw with the compression sleeve. Forceful tightening could cause stripping of the shaft thread. If the thread strips, some or all of the compression will be lost. If the screw is then countersunk correctly, the thread will regain purchase, thereby reducing the danger of postoperative screw loosening. While no root cause can be determined for the reported issue, the deformed condition of the screw was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the hcs ø1.5 self-drill l20/6 tan was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the hcs ø1.5 self-drill l20/6 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code: 04.230.120s. Lot number: 869p280. Manufacturing site: jabil grenchen. Release to warehouse date:20/06/2022. Expiry date:01/06/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: device is available for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.